Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including ibs, stomach bloating, vertigo, breast pain, pain in her ribs, pressure in her ribs, migraines, swallowing and chocking issues, skin rashes, itchiness, anxiety, and depression. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient stated that she started to experience the symptoms about a year after the implantation surgery. As a result, the patient had a consultation with her surgeon and was planning to undergo removal without replacement. However, the patient stated that her surgeon explained to her that she wouldn't experience these symptoms with gel implants, and the patient was convinced to undergo bilateral removal and replacement with gel breast implants. The patient underwent bilateral removal and replacement with two mentor memorygel breast implant prostheses (left catalog #:3507504bc , left serial #: (B)(4), right catalog #: 3507004bc, right serial #: (B)(4)) on (B)(6) 2013. The event date was estimated as (B)(6) 2006 based on available information. This report is for the left-sided prosthesis.